Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample indicates that the sample separated at the outlet port to the tubing. Further examination of the sample, under magnification, indicate a lack of solvent on the bonding surfaces. The customer complaint of separation was confirmed. Investigation has been forwarded to manufacturing for root cause analysis. It is possible that the issue could be caused by a lack of solvent on the bonding surfaces due to an incorrect insertion of the tubing to the solvent dispenser, however, inspection of the sample indicates that there is evidence of solvent application to the tubing and the filter port, and there appears to be blood on the the sample indicating that the tubing was in use prior to the failure. Based on the investigation of the sample and description of the failure, a definitive root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing set had separated. The following information was provided by the initial reporter: after the patient was rolled onto bedpan, it was discovered that the pigtail on the filter attached to the remodulin drip had dislodged and now in 2 pieces. The medication was no longer connected to her, and her PICC line had backed up with blood. Another filter was within reach, and the line was quickly re-assembled with a newly primed filter. After pulling waste, replacing the clave, and preparing her PICC, the patient was off the medication approximately 10-15 minutes. She did not have any complications as a result.